Event description:
The surgeon implanted a 3-piece silicone lens model aq2017v and the haptic tore dring implantation. The lens was implanted and removed without pt injury. The model and lot numbers of the cartridge and injector used during surgery are unknown.